Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comments about a broken case, missing knob and loose rheostat (the flextape on the encoder flex was loose). It was additionally noted that the keypad window was scratched and that the red wire on the liquid crystal display was routed incorrectly over the battery compartment. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken front case, its rheostat was loose and it had a missing knob. The generator was returned for service. No patient complications have been reported as a result of this event.